Manufacturer narrative:
As reported, the 6f-7f mynx control vascular closure device (vcd) was frayed at the distal end. Therefore, a new mynx control device was opened and deployed successfully. There was no reported patient injury. The technician noticed the malfunction before inserting into the 6f non cordis catheter sheath introducer . The device was not used in patient. The device was stored per labeling and opened in a sterile field. The deployer was mynx certified. The sealant sleeves (cartridge assembly) was not out of position. There were damages noted to the sealant sleeves (cartridge assembly), the distal end was frayed exposing the sealant. The sealant was prematurely exposed when the tech noticed when prepping the device. The device was removed from the package. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed, the procedural sheath was not returned, and the sealant was observed at the distal end of the sealant sleeve. Per microscopic analysis, the sealant¿s outer sleeve was frayed and kink. However, it is unknown if the damage to the sleeve occurred during the procedure or during subsequent handling or transit. Functional testing was not performed due to the damaged outer sealant sleeve. A product history record (phr) review of lot f2009103 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control atraumatic tip frayed/split/torn¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Handling factors may have contributed to the reported event. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. If the outer sleeve is damaged/shredded during insertion into sheath, that could obstruct the device path and prevent the device from being inserted into the procedure sheath. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the 6f 7f mynx control vascular closure device (vcd) was frayed at the distal end. Therefore, a new mynx control device was opened and deployed successfully. There was no reported patient injury. The technician noticed the malfunction before inserting into the 6f non cordis catheter sheath introducer . The device was not used in patient. The device was stored per labeling and opened in a sterile field. The deployer was mynx certified. The sealant sleeves (cartridge assembly) was not out of position. There were damages noted to the sealant sleeves (cartridge assembly), the distal end was frayed exposing the sealant. The sealant was prematurely exposed when the tech noticed when prepping the device. The device was removed from the package. The device will be returned for analysis.